Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received one open and used sample with a thread without needle attached, there is no needle inside the pack. Without any closed sample an analysis cannot carry out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Suture thread came off from needle after surgeon's first stitch. Needle detachment.